Event description:
The event involved a chemolock¿ injector in which the customer reported that the chemotherapy secondary infusion was not infusing properly as both chemotherapy and primary bag were dripping resulting in prolonged infusion time and duration of treatment. The reporter stated that the primary bag was lowered but continued to drip along with chemotherapy hung as secondary. The customer reported that they pinched off the primary tubing with tape to allow the secondary infusion to drip properly and had to continue to estimate remaining volume simultaneously and having to monitor that the infusion set does not run dry resulting in air in the line as primary bag was pinched off. There was patient involvement, however, no harm was reported as a consequence of this event.

Manufacturer narrative:
It is unknown if the device will be returned for evaluation. Without the return of the sample a comprehensive failure investigation cannot be performed, and a cause cannot be determined. A device history review could not be completed due to the unknown lot number.